Event description:
It was reported that the a loss of capture, loss of sensing and low impedance were observed on the atrial channel. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found normal device characteristics.